Event description:
It was reported that a user of the ilet bionic pancreas insulin pump experienced recurrent hypoglycemia, alleging the device was overdosing insulin, with lows occurring daily and verified by fingerstick after low cgm readings; subsequent discussion indicated that lows were associated with late meal announcements, and the user performed follow-up review with a clinician leading to improved glucose control. Symptoms included hypoglycemia with shaking/tremors, but the user declined to provide further information regarding blood glucose levels or treatment. Outcomes included no reported health consequences or lasting impact. User support included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and available details about the event and any specific device component were insufficient. It was concluded, based on previously established findings for similar reports, that the cause could not be fully established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.